Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that she was in a bus accident on (B)(6) 2019, she fell on the left side, the side where her stimulator is and it is still kind of sore. Patient said after the accident, it seemed like it was discombobulated, patient clarified it does not seem to control the urine, she has to run to the bathroom all the time. Patient was redirected to follow up with their healthcare professional. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: patient repeated that she fell on her left side (same side as implant) in (B)(6) and since then that area has hurt. Patient said she isn't sure of whether stimulation was affected at first, said everything seems fine. Patient said that she notified hcp and they performed x-rays, said that they could see the implant, however didn't provide any other direction other than if the pain doesn't subside or becomes worse to go to the ER. Patient services asked if patient had turned stimulation off in order for patient to determine if that affects the pain at the site. Patient said that this has not been done yet. When asked if x-rays that were taken after the fall was compared to any imaging that was performed at time of implant the patient said she doesn't know. No further complications were noted or anticipated.